Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a communication error. The reported issue was identified during preparation for use for a laparoscopic right hemicolectomy. The intended procedure was changed from a laparoscopy to an open surgery. There were no reports of patient harm.

Event description:
No additional information received, from customer.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, g3, h2, h6, h11. The device was not returned to olympus for inspection. Therefore, the analysis was conducted, based on the complaint information. And the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: no device problem found. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.